Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was used for thrombectomy procedure. During preparation, the physician found that there was a black screen noticed with the unit. The procedure was not completed due to the event. There were no patient complications reported and the patient was stable.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was used for thrombectomy procedure. During preparation, the physician found that there was a black screen noticed with the unit. The procedure was not completed due to the event. There were no patient complications reported and the patient was stable.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was used for thrombectomy procedure. During preparation, the physician found that there was a black screen noticed with the unit. The procedure was not completed due to the event. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was located in the iliac vein. Power pulse mode would not function when the issue occurred. The procedure was completed via an alternative method.